Event description:
It has been reported to philips that generator was busy to starting up, no x-ray was possible. Device use at the time of event is in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system x-ray was not possible and stand movement was not available. Analysis of system log file by rse showed enmv_at_startup_high. Customer rebooted the system, and all functions were available. Fse recalibrated the frontal stand and the issue was resolved after replacing an amc drive unit for the frontal stand. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.